Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an unknown issue with the implantable cardioverter defibrillator (ICD) that made the right ventricular (rv) pacing impedance reading equal zero. The device remains in use. No patient complications have been reported as a result of this event.